Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction of the cmia reader and pre-trig trig manifold valve assembly were identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. See also manufacturer report number 1415939-2017-00072 for this same patient and event for the reagent as the suspect medical device.

Event description:
The customer observed a false positive troponin result on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 0.381ng/ml, repeated 2 hours later as <.01ng/ml. There was no impact to patient management reported.